Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Cause of death was not provided. Review of pump data revealed multiple repeated tubing fills followed by blood glucose (bg) levels below 40 mg/dl, two days prior to date of death. If the customer did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to lower. No additional information was provided.